Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found a broken off vacuum waste block causing the manual probe to dispense waste into the drip tray. The fse replaced the entire probe wipe assembly and aligned the rinse block resolving the leak. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an unknown amount of a blood and cleaner mixture leaked within the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.